Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Main investigation conclusion: evaluation of the patient¿s submitted log file confirmed transient elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump remained above the low speed limit for the duration of the log file. The log file revealed intermittent elevations in pump power, and correspondingly in flow rate, that were primarily captured during pulsatility index (pi) events. The log file appeared to show the system operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number(B)(4) it was reported that a log file was submitted for review. During the analysis of the log files, 1 no external power alarm was observed while the device was connected to the mobile power unit (mpu). This alarm was caused by the power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the connection with the mpu, or the house losing power. Flows well above the normal parameters were also observed. This is usually caused by something building up on the rotor of the pump.